Manufacturer narrative:
Date sent to the FDA: 03/18/2016, (B)(4). Representative samples were returned for evaluation. Visual and functional examinations revealed no unexpected observations and all samples met requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/16/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2016 and suture was used. When the surgeon was suturing the cornea they noticed that the connecting point of the needle and suture didn't go nicely through the tissue/cornea. When the connecting point went through the tissue it damaged and tore the tissue. The suture also broke very easily. It is unknown how the procedure was completed. Additional information was requested.